Manufacturer narrative:
Qn#(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that after insertion of the catheter, the pump worked for 1 minute then started to alarm "possible helium loss". The alarm could not be fixed after moving the catheter and reducing the balloon inflation volume. "The patients heart rate is 92". As a result, a new catheter was used and inserted as the same insertion site. No patient harm or injury, patient status is reported as "fine".

Manufacturer narrative:
Qn # (B)(4). The serial number (B)(6) recorded on the complaint report matches the serial number on the returned sample. The lot number (18f22c0050) reported on the complaint report does not match the lot number for the returned sample. According to the additional information received, the correct lot number for the returned sample is 18f22g0050. Returned for investigation was a 30cc 7fr rediguard intra-aortic balloon catheter (iabc) with the original packaging box that matches the serial number on the returned sample. Returned with the sample were the 30cc inflation driveline tubing, three sections of ap tubing, and a 60cc syringe. Upon return, the peel-away sheath was on the iabc. The one-way valve was tethered to the short driveline tubing. The bladder was fully unwrapped. Dried blood was noted on the exterior surfaces of the returned sample. No blood was noted within the helium pathway. The bladder thickness was measured at six points with measurements ranging from 0.0071in-0.0076in. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was leak tested. No leaks were detected. Full inflation was achieved. The device passed the leak test. The iabc was connected to an iabp using the returned 40cc inflation driveline tubing. The iabc was inserted into the "t" tube and 75mmhg backpressure was applied. The iabc was pumped for a minimum of 30 minutes. There were no alarms triggered. The bladder inflated and deflated completely with each beat. The balloon pressure waveform (bpw) was normal. A lab inventory 0.025in guidewire was back loaded through iab distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. The guidewire was front loaded through the iab luer. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The risk is acceptable. The returned device passed visual and functional testing. The reported complaint of iab helium loss alarm is not confirmed. The returned device passed visual and functional test specifications. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that after insertion of the catheter, the pump worked for 1 minute then started to alarm "possible helium loss". The alarm could not be fixed after moving the catheter and reducing the balloon inflation volume. "The patients heart rate is 92". As a result, a new catheter was used and inserted as the same insertion site. No patient harm or injury, patient status is reported as "fine".